Event description:
A distributor reported on behalf of a healthcare facility in (B)(6) that the tubing of an opt970 optiflow + tracheostomy direct connection was damaged during set-up. There were no patient involvement.

Manufacturer narrative:
(B)(4). We are in the process of completing our investigation. We will provide a report upon completion of investigation.

Manufacturer narrative:
(B)(4). The opt970 optiflow + tracheostomy direct connection interface is used to deliver humidified oxygen to patients via tracheostomy. The interface is held in place by a neck strap and also includes a lanyard which is placed around the patient's neck or attached to the patient's clothing or bedding to remove the load of the breathing circuit from the patient's trache. Method: the complaint opt970 optiflow + tracheostomy direct connection interface was not returned to fisher & paykel healthcare (f&p) for investigation. Our investigation is based on the information and photograph provided by the customer, and our knowledge of the product. Results: visual inspection of the provided photograph revealed that the tubing of the opt970 optiflow + tracheostomy direct connection interface was pulled apart and the lanyard was removed. It was further reported that the nurse improperly removed the device from the packaging. Conclusion: the reported damage to the subject opt970 optiflow + tracheostomy direct connection interface was caused by the tubing being pulled. All optiflow interfaces are inspected during production for visual defects including cracks, tears, inclusions, discoloration and stretching or deformation. Any product that fails the visual inspection is rejected. The subject cannula would have met the specification at the time of production. The user instructions which accompany the opt970 optiflow + tracheostomy direct connection interface show in pictorial format the correct placement and fitting of the cannula and also warn: - "appropriate patient monitoring must be used at all times. Failure to monitor the patient may result in loss of therapy, serious injury or death." - "do not crush or stretch tube, to prevent loss of therapy." - "failure to use the set-up described above can compromise performance and affect patient safety."

Event description:
A distributor reported on behalf of a healthcare facility in china that the tubing of an opt970 optiflow + tracheostomy direct connection was damaged during set-up. It was further reported that the nurse improperly removed the device from the packaging. There were no patient involvement.